Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working properly when the insulin goes down to 100 units and was struggling delivering the bolus. The customer's blood glucose level was 200 mg/dl. The customer also reported that the time was advancing faster. Customer states the gain was greater then 1 minute per week. Customer states gain was greater than 4 minutes per month. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. Device was programmed with the current time and date and monitored for 1 week. The time and date are functioning properly with no delays or advances noted.